Event description:
It was reported that since the patient received the deep brain stimulation system, patient has sometimes felt some electrical stimulation in their stomach area all the way across which only last a minute or two. When asked, patient confirmed implantable neurostimulator (ins) was implanted in chest area. Patient stated hasn't had any falls or trauma. Patient said has happened when using the external devices, handset and communicator, also when recharging implant and even when not using any of the external devices but goes down to sit near the external devices. When asked about recharging patient said that uses the drape and places the drape of shirt when recharges implant. Patient said hasn't noticed any pattern however has noticed more frequently since change of seasons from summer to fall. Patient said that has geothermal unit that sustains constant humidity. Redirected to report and discuss with managing physician. Patient stated that they have mentioned to them before however nothing more was done about it. Patient has upcoming appointment this (B)(6) 2025 and will mention again. Patient said that has experienced significant improvement in quality of life since receive the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.